Manufacturer narrative:
The complaint received states that after a cerebral coil embolization procedure this (B)(6) study patient developed right eye low vision. This is a (B)(6) female patient with unknown medical history. The target saccular unruptured aneurysm was located in the right parasellar, and measured 7.3mm at the neck, and the neck to sac ratio was 7.3mm/11.0mm. The parent vessel size/diameter proximally was 3.8mm and distally was 3.5mm. The procedure was completed with enterprise, orbit, delta paq, delta-pus, cashmere coils and non-cordis/codman coils. The enterprise was fully expanded and appose to the vessel wall after initial placement, and the enterprise was fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. No coil was protruding into the parent artery. After the stent and coiling procedure was completed, no thrombus or other issues were noted at the site. There were no indications of any conditions causing hypercoagulable state. The act pre-procedure was 122 seconds and post-procedure was 284 seconds. The modified rankin scale pre-procedure was 0, after (within a week) was 1, and after 30 days was 1. The antiplatelet therapy consisted of plavix 75mg/day ((B)(4) 2010) and pletaal 200mg/day ((B)(4) 2010). Other devices utilized consisted prowler select plus microcatheter (mc), roadmaster 6french guide catheter, sl10 mc, chikai guidewire, orbit coils (qty 8), delta paq (qty 1), delta plush (qty 1), cashmere (qty 1), and ed coil (qty 1). The report from clinical study (B)(4) indicated that low (reduced) vision of the right eye developed two days after the procedure. Prednisone was administered for 5 days. Recovery was confirmed approximately two days after onset. The physician commented that the event was not related with the devices, and the symptom could be caused by the aneurysm pressing the on optic nerve and the inflammation by coils. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15200423 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. While not specifically listed in the IFU, low vision is a neurologic deficit and may be related to injury to normal tissue post stent and coil implantation. Neurologic deficits and damage to normal tissue are known potential adverse events associated with the implantation of intracranial stents and aneurysm coils and are listed in the IFU of both the enterprise stent and orbit coils as such. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. The location of this patient's target aneurysm and the implantation of the devices may have acted in concert to increase the intracranial pressure and/or created swelling in the tissue located adjacent to the aneurysm contributing to the reported symptoms. This is one of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00277, 1058196-2011-00278, 1058196-2011-00303, 1058196-2011-00304, 1058196-2011-00305, 1058196-2011-00306, 1058196-2011-00307, and 1058196-2011-00308.

Manufacturer narrative:
The antiplatelet therapy consisted of plavix 75mg/day ((B)(6) 2010) and pletal 200mg/day ((B)(6) 2010). The target saccular unruptured aneurysm was located in the right parasellar, and measured 7.3mm at the neck, and the neck to sac ratio was 7.3mm/11.0mm. The parent vessel size/diameter proximally was 3.8mm and distally was 3.5mm. Neither a cd copy nor additional information was available. The products will not be returned. Concomitant medical products: prowler select plus microcatheter (mc), roadmaster 6french guide catheter, sl10 mc, chikai guidewire, orbit coils (qty 8), delta paq (qty 1), delta plush (qty 1), cashmere (qty 1), and ed coil (qty 1). This is one of multiple products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00277, 1058196-2011-00278, 1058196-2011-00303, 1058196-2011-00304, 1058196-2011-00305, 1058196-2011-00306, 1058196-2011-00307, and 1058196-2011-00308. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report from clinical study (B)(4) for patient with ID (B)(4) indicated that low (reduced) vision of the right eye was developed two days after the procedure was completed with enterprise, orbit, delta paq, delta-pus, cashmere coils and non-cordis/codman coils. Predonine was administered for 5 days. Recovery was confirmed on approximately two after onset. The physician commented that the event was not related with the devices, and the symptom could be caused by the aneurysm pressing the optic nerve and the inflammation by coils. After the stent and coiling procedure was completed, no thrombus or other issues were noted at the site. The enterprise was fully expanded and appose to the vessel wall after initial placement, and the enterprise was fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. No coil was protruding into the parent artery. There were no indications of any conditions causing hypercoagulable state.